Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve tavr procedure with a 26mm sapien 3 ultra resilia valve in a pre-existing surgical valve, the valve went in successfully and without issue. However, during removal of the 26mm commander delivery system through the 14 fr esheath+, coaxial alignment of the delivery system was done, but the commander delivery system got stuck in the distal portion of the esheath+. A visual anomaly noted on flouro, but the team was unable to tell what it was. The team continued to pull, and the fcs instructed the team to stop pulling. At this point, the team viewed the issue on fluoroscopy and noticed the radiopaque marker had become separated. The devices were then removed as a unit. Upon removal of the devices, the radiopaque marker came out along with the devices. The fcs left the table to prep another esheath+ for post dilation. The second esheath+ was inserted and post dilation was performed using a true balloon without issue. However, the true balloon had ruptured. The post dilation was successful, but the distorted balloon ripped the esheath+. There was no injury to the patient. Per report, the image of the introducer was taken after the introducer was inserted at the back table once it was out of the patient. This device had delamination of the liner and a distal tip split observed with the dislodgement of the radiopaque marker. The fcs does not know the team inserted the introducer into the esheath+ on the back table. The second esheath+ image shows the true balloon still inserted into the esheath+. The esheath+ has delamination of the esheath+ and a distal tip split.

Manufacturer narrative:
Correction to h6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Post-procedural imagery was reviewed revealing the following observations: full circumferential liner delamination at sheath distal tip with liner bunching. 3mensio imagery was provided and the following was noted: the patient's access vessels appeared non-tortuous and showed no evidence of calcification. The reported event for distal tip split and liner delamination were confirmed through evaluation of device imagery. There were no manufacturing non-conformances identified. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per evaluation of the device imagery, the sheath distal tip was found to be split, and the liner was fully delaminated circumferentially. In this case, available information suggests that procedural factors (withdrawal of altered balloon profile) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.